Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of juctf090 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (juctf090) have been reported from the same facility. Mw5079176; (B)(4).

Event description:
Per medwatch: nuclear medicine tech was injecting nuclear isotope and the IV extension set leaked. Upon review of the extension set, a crack was noted at the connection site. On 09/19/2018 additional information stated, "the cracked hub was found during placement and use, the device leaked when injected. No harm to the patient".

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a connector crack is confirmed but the exact cause is unknown. One 6¿ IV extension tubing with an infusion cap attached to the hub was returned for investigation. Use residue was present within the tubing. The sample was flushed with water using a 12 ml syringe and a leak was observed at the hub of the extension set. The infusion cap was removed and a crack in the hub was observed extending from the proximal end of the hub down to where the hub wings in a ¿j¿ shape. Spiraled fracture marks are visible on the inner surface of the hub near the crack length. The male segment of the infusion cap appeared to have scratch marks on the outer surface. Based on the condition of the returned sample, possible contributing factors include over-tightening of the connector and damage during handling. Since the crack was observed on the hub connector, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) of juctf090 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (juctf090) have been reported from the same facility. Mw5079176.

Event description:
Per medwatch: nuclear medicine tech was injecting nuclear isotope and the IV extension set leaked. Upon review of the extension set, a crack was noted at the connection site. 09/19/2018 additional information stated, "the cracked hub was found during placement and use, the device leaked when injected. No harm to the patient".